Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1505201) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the cardiologist placed the device in the patient. The device failed to deploy. Manual compression was applied for 10 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because when the device was deployed, the sealant per the clinician was not there. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. Procedure type: left heart catheterization vessel size: 6 mm sheath size: 6f stick location: right femoral.